Event description:
A healthcare facility in (B)(6) reported to our distributor that the heater wire adaptor was faulty on an rt340 adult dual-heated evaqua breathing circuit. Upon inspecting the returned complaint device the water feedset tube of the mr290 autofeed humidification chamber included in the rt340 breathing circuit kit was found to be damaged. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint rt340 adult dual-heated evaqua breathing circuit kit including the mr290 autofeed humidification chamber was returned to fisher & paykel healthcare in (B)(4) and was visually inspected. Results: visual inspection revealed a break in the water feedset tube at the connection to the chamber dome. The surface of the break was rough (not smoothly cut). No fault was found with the returned rt340 breathing circuit limbs. A lot check revealed no other complaint of this nature for lot number 120608. Conclusion: the feedset tube break was rough, suggesting that the damage may have occurred as a result of the tube being pulled away from the chamber possibly due to the feedset being caught or under tension. All chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. This suggests that the damage occurred post production. The user instructions that accompany the mr290 state the following: "set appropriate ventilator alarms." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." (B)(4).